Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-10934-00 for details pertinent to this event.

Event description:
It was reported that the tts cuffed tubes are not inflating even when following manufacturer recommendations. A patient had emergency trach change and when cuff could not be inflated, leading to the patient to need for CPR. There was patient involvement and unknown patient harm. Event occurred during immediately in use at the hospital. Operator of the device was a health professional.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.